Event description:
The customer reported upon power up the device displayed the message power system failure on startup and the error code 20003. This condition could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported upon power up the device displayed the message power system failure on startup and the error code 20003. This condition could impact the delivery of therapy. The device was evaluated at philips and the symptom was verified. The firmware chip in the control pca was popped out of the socket half way. The chip in the control pca was reseated to fix the error code problem.